Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 : foreign country : japan customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was suturing the wound during surgery, he noticed that the black part had fallen off of the patella resection clamp. Most of the damaged pieces appeared to have been recovered, however, some of the smaller damaged pieces could not be found. There was no surgical delay. The surgical technique was utilized. Attempts have been made and all available information has been provided.